Manufacturer narrative:
The surveyor s4 mobile monitor is indicated for use to acquire, analyze and output multi-lead ECG and spo2 signals. The welch allyn surveyor s4 mobile monitor facilitates the monitoring of ECG and spo2 parameters when used in conjunction with alarm annunciating devices such as the surveyor central station for telemetric monitoring. The surveyor s4 processes heart rate, arrhythmias such as, but not limited to, ventricular tachycardia, ventricular fibrillation, heart rate, and st segment deviation by utilizing welch allyn veritastm ECG algorithm. The surveyor s4 can deliver data from a 3/5-lead cable and diagnostic 12-lead ECG data to a receiving surveyor central station. The surveyor s4 mobile monitor is indicated for use as a mobile radio transceiver, allowing the patient to be ambulatory within the range of a wi- fi information infrastructure. The surveyor s4 mobile monitor is indicated for use in adults, adolescents and children. The surveyor s4 mobile monitor is a prescription device intended to be used by knowledgeable healthcare professionals within a healthcare or clinical setting. It is not intended as a sole means of diagnosis. Although there was no reported injury with this event, if the report of surveyor s4 restarting continuously during use were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Customer reported device continually rebooting. There was no adverse event reported.